Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken at the main tube interface. The proximal clevis and main tube were both missing pieces. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis. As indicated in the complaints notes, it is believed that all broken pieces were retrieved.

Event description:
It was reported that during the surgical procedure, the shaft of the bipolar maryland tip forceps instrument shattered inside of the patient. All broken pieces were believed to be retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.